Event description:
The customer reported an issue with a cryomacs bag 750. At the end of thawing procedure, the bag was leaky. One tubing had fallen off the bag. Due to the incident the material from that bag was lost. The patient was treated with another bag. The number of stem cells was lower than intended with a potentially higher risk for the efficiency of the engraftment. However, the customer reported succesfull engraftement. A batch record review showed no anomalities. No deviations concerning the manufacturing process occurred. This is the first complaint for this lot with loss of the cellular product. The customer sent pictures and a filled in questionnaire for investigation. The pictures show the freezing bag and the cracked off eva tube. According to the pictures it can be seen, that the eva tube was not weld off within the specified welding area. Specidic instructions regarding the welding area can be found in the datasheet. The tube was weld three times. One weld is within the specified area , two outside, the tube was cut off close to weld three. The remaining piece of tube was considerably longer than intended. Positioning the bag in the metal cassette would result in a bending of the tube. Also the risk of the tube being trapped when closing the cassette is high. Both can result in a breaking of the tube due to mechanical stress.